Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the scope was cloudy. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.

Event description:
New information received that states, the event occurred during vein harvesting, the product was changed out, no blood loss, and the surgery was completed successfully with no patient effect.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on jul 15, 2022. Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated describe event or problem) d5 (added operator of device) e1 (added initial reporter) e2 (updated health professional) e3 (added occupation) g2 (added report source) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h6 (adverse event problem 2199, 4582, 11). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information and device evaluation) ; h3 (device evaluated by manufacturer) ; h4 (device manufacture date); h6 (identification of evaluation codes 10, 3331, 3224, 3259, 19). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings #1: 3224 - optical problem identified. Investigation findings #2: 3259 - improper physical structure. Investigation conclusions: 19 - cause traced to user. The returned unit was visually inspected for damage and looked through the endoscope directly to read some print matter. The internal components was then inspected using a monocular, and it was discovered that there was a crack on one of the internal lenses which resulted in a cloudy visual field. Improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.